Event description:
On (B)(6) 2008, the pt was implanted with an scs system. The pt is at stimulation off. She could not charge her ipg. A new charger was tried to no avail. The rep tried adding/subtracting space and repositioning the antenna to no avail. There is no swelling, gauze, staples, or weight gain/loss. The pt has always had charging problems. The ipg was very deep and the doctor decided that the problem was the depth of the battery. The ipg was moved from the back of the pt to the abdomen. Following the repositioning of the ipg, the pt still cannot communicate with the ipg via the charger and all the same troubleshooting was tried post-op as before the surgery. The doctor plans to replace the ipg.

Manufacturer narrative:
Eval method - the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.